Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the ssc hrsv to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem and error 119 in the error logs meaning the surgeon console hrsv low current. The monitor was installed into a test system and it failed with no video in the left eye. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was shared for review. A review of the site¿s system logs for the reported procedure date was conducted by the fse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted tongue base resection surgical procedure, the left eye of the surgeon side console (ssc) was black. The system was power cycled and hard power cycled; however, the issue persisted. The customer made the decision to use another ssc from a second system and the procedure was completed with no reported injury. The customer reported that the system was checked and homed prior to starting; however, the ssc high resolution stereo viewer (hrsv) was not checked.